Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels rose to 17.4 mmol/l (313.2 mg/dl). The patient reported that the pink slide moved forward upon activation of the pod, but the cannula did not deploy, indicating a needle mechanism failure.